Event description:
A hospital in (B)(6) reported that water leaked from the connection part between the feedset tube and the bag spike of an mr290 autofeed humidification chamber after twelve days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is en route to the manufacturer. We will provide a final report upon receipt of the device and completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the returned complaint chamber was attached to a waterbag for testing. Results: the chambers filled to the expected fill level and then small drops of water began to leak from the connection between the tube and the waterbag spike. A lot check revealed no other complaints for this lot number. Conclusion: all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the leak developed post production. The user instructions which accompany the mr290 chamber state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". (B)(4).

Event description:
A hospital in (B)(6) reported that water leaked from the connection part between the feedset tube and the bag spike of an mr290 autofeed humidification chamber after twelve days of use. No patient consequence was reported.